Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned catheter sample it was confirmed that the user could not deploy the stent. The force transmitting bonding joint slide block/ proximal catheter was found broken inside grip which made a success use of the product impossible. A broken sheath could not be found. An indication for a process related issue could not be found. Therefore, the investigation is confirmed for the reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describe holding and handling of the system throughout the procedure including unpacking and preparation; in particular the instruction for use states: 'maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension.' Under delivery system specific events that could be associated with clinical complications, the instruction for use states 'failure to deploy'. Regarding pta the instruction for use states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' Regarding a potential damage of the device prior to use the instruction for use states: 'examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed.' Under materials required the instruction for use states: '0.035 inch (0.89 mm) guidewire of appropriate length (¿) introducer sheath with appropriate inner diameter and length'; the packaging label indicates an introducer size of 8f. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent products are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the sheath and the deployment system was allegedly broke at the time of release. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during a stent graft placement procedure, the sheath and the deployment system was allegedly broke at the time of release. There was no reported patient injury.